Event description:
Implant placed into site #4 which upon placement was dislodged into the maxillary sinus. Sinus perforation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).